Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). One 6 fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly in full deployed state. A kinked arteriotomy locator was returned individually. No other accessory components were returned. Visual inspection revealed a kink the arteriotomy locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The device was consistent with the full deployment. The hub of the locator was examined under microscope. No flash or molding anomalies were found. Functional testing was performed, and the sheath was removed from the carrier tube assembly. Then, the kinked arteriotomy locator was inserted into the hemostasis sheath and a clear tactile snap was audible and locked as intended. No snapping issue was found. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: locate the artery. "Insert the arteriotomy locator into the angio-seal¿ insertion sheath, making sure the two pieces snap together securely. To ensure proper orientation of the arteriotomy locator with the sheath, the hub of the locator and the sheath cap fit together only in the correct position. The reference indicator on the locator hub must align with the reference indicator on the sheath cap" based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device locator and insertion sheath did not snap securely. The physician could not insert the locator into the insertion sheath properly and did not hear any snapping sound to ensure that the two pieces snapped together securely. However, the physician could observe the flow of blood from the drip hole, so the physician removed the locator and assembled the device with the insertion sheath. The physician carried on the procedure and hemostasis was successfully achieved with the device. There was no health damage to the patient. Estimated blood loss was less than 250cc. The procedure before deploying the device was a coronary angiogram (cag). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There were no other devices or equipment used with the reported product.